Event description:
The physician reported that during a carotid endarterectomy leakage [see page] from the patch was observed. The leakage was stopped with two treatments of hemostatic agent (evice1). The procedure was successfully completed with the device. The patch was left in. There were no reported complications to the pt. The patient's post-operative condition was reported as fine.

Manufacturer narrative:
Since no product has been returned for our evaluation, the complaint cannot be confirmed or denied. Following investigation our conclusion as to the probable root cause of the incident appears, at this time, to be unk due to insufficient info. The device history records for the batch were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. The frequencey is not stated in the labeling and is not occurring more frequently than expected. The severity is not stated in the labeling and is not occurring more severely than expected.